Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that the patient was hospitalized due to anemia and signs of melena. The patient's hemoglobin was 60 g/l. Warfarin was discontinued. The patient was to be further investigated. The patient was treated with blood products. Additional information states that patient was hospitalized with melena at supramaximal with an international normalized ratio (inr) of 3.7. Warfarin stopped. A gastroscopy, colonoscopy, capsule enteroscopy were performed with normal findings, and no source of bleeding was found. There were no further bleeding. Warfarin returned to medication. Patient was then discharged home. It was also reported that patient was over coagulated. The first inr (international normalized ratio) was of 3.21. Warfarin was discontinued at first but then returned to medication after there was no recurrence of bleeding. Eight packed red blood cells (prbcs) were administered. The outcome was resolved on (B)(6) 2021.